Event description:
It was reported the hooks broke off the tip of two roi-c inserters during a product training. There was not a patient present. This is report two of two for this event.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection the returned devices were examined. Visual inspection revealed the hook has fractured off of both returned devices. Potential cause the root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2021-00161.

Event description:
It was reported the hooks broke off the tip of two roi-c inserters during a product training. There was not a patient present. This is report two of two for this event.